Event description:
It was reported that the system 2600 when attempt was made to initialize the error code "filmer stuck" appeared and the system was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the motor encoder module and the table interface circuit board were defective and in need of replacement. Parts were placed on order but found to be unavailable and on back order. Customer cancelled order and decided to wait for delivery of new system in the near future. A follow up report will be filed when add'l details become available.